Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were the needle piece(s) retrieved during the same procedure? Yes. - were x-rays taken to locate the needle piece(s)? No. - what measures were taken to retrieve the broken piece(s)? Absent any indication to the contrary, the assumption is that the surgeon used the appropriate implement to grasp and retrieve the pieces. - was there any additional tissue damage as a result of searching for the needle piece(s)? No. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It has not been shipped. As previously noted, on upon receipt of pre-paid shipping materials will we be able to return the item for analysis. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). N/a. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. User facility medwatch form, #mw5164827.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure the tip broke off the suture during use. All pieces retrieved. There were no patient consequences reported. Additional information was requested.